Event description:
Device kept giving green cable and damaged probe errors during the case. The customer was only able to complete one successfully sample before aborting the case. The pt is to be rescheduled. It was also noticed that the cocking mechanism was damaged on the holster.